Event description:
Customer was riding scooter on highway and was hit by a car. Diagnosed with 4 broken ribs, broken arm, and punctured lung. Required 9 day hosp stay for injuries. User error - no malfunction of unit.